Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass and metal cap were detached. The detached glass cap exhibits mild devitrification which is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The detached metal cap exhibits mild detritus indicative of tissue contact. The fiber was functionally tested with helium-neon (hene) laser fixture. The testing conducted did not show any breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed detachment of the glass and metal cap, the reported allegation of fiber tip break is confirmed. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature (close to or higher than epoxy degradation temperature) near the laser beam output window. These factors are likely to cause metal/glass cap misalignment, metal cap detachment, or circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that during photoselective vaporization procedure of prostate, the fiber tip broke at the metal cap part . The fiber was replaced and the procedure was completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during photoselective vaporization procedure of prostate, the fiber tip broke at the metal cap part . The fiber was replaced and the procedure was completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during photoselective vaporization procedure of the prostate, the fiber tip broke at the metal cap part . The fiber was replaced and the procedure was completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.